Event description:
The device with no further info is available. There was no reported pt consequence.

Manufacturer narrative:
Date sent: 10/31/2008. Damaged yoke. Evaluation summary: the analysis results found that the device was returned with the clamping mechanism damaged and with no cartridge present. The device was disassembled to verify the condition of the internal components and, the yoke teeth were found broken, no functional test was performed. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample batch is inspected at fgqa. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.